Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had software error detected alarm and failed battery alarm. The customer¿s blood glucose was 130 mg/dl. Customer states that, they did self-test and passed. They were able to successfully clear the alarm. However, they were not able to rewind the pump. Customer was advised to perform a self test and it was passed. The insulin pump will not be returned for analysis.